Event description:
Hcp reported the spinal cord stimulator was not working properly. Xrays were taken and electromode analysis showed high impedance. The pt felt a shoking sensation when hcp attempted to program. Pt had surgery on 2004 to replace the ipg. During surgery, the rest of the equipment was examined. The extensions had a bare spot on the sheath where it had coiled around the battery, which explained the shocking sensation at the ipg site. While attempting to disconnected the extension from the lead, the lead crumbled apart. There was no plastic sheath on the lead by the extension. The paddle portion of the lead was not removed. The lead, extension and ipg were replaced, resulting in good coverage for the pt. The devices were explanted and returned to the manufacturer for analysis.